Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was unknown. The customer's sensor was pulled back into the cap. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent inside of the sensor base. It could not be confirmed that the customer received the sensor in said condition as the sensor was returned used and opened.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.